Event description:
As reported, prior to use for an unknown procedure, a hair was noted in a safe-t-j amplatz extra-stiff support wire guide's sterile package. This was noted immediately upon opening the package. The device was not used. No adverse effects to the patient have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = k171764. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as reported, prior to use for an unknown procedure, a hair was noted in a safe-t-j amplatz extra-stiff support wire guide's sterile package. This was noted immediately upon opening the package. The device was not used. No adverse effects to the patient have been reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A hair was noted in the device package. A document-based investigation evaluation was performed. One relevant non-conformance was noted on the lot for loose foreign matter; however, all affected product was re-worked and re-inspected. There are 100% inspections in place to capture this non-conformance. There have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr and investigation of the returned device confirmed that the device was manufactured out of specification; however, because 100% inspections are in place to capture the non-conformance and no additional complaints have been received on the lot, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.